Event description:
The event was initially reported by rep, a pharmacist at facility . She stated that she had been contacted by the mother of a patient receiving heparin pre-filled syringes who inquired about what she believed to be an adverse event to the heparin her son received. The patient's mother reported that in 2008, her son received a dose of 5ml, 10unit/ml heparin. Approximately 2.5 to 3 hours after administration, the patient experienced trouble breathing, and shortness of breath. Additionally, the patient's chest hurt and he was unable to talk or take deep breaths. Mother took the patient to the ER where he received breathing treatment with albuterol. Patient was then examined by dr. Who stated that the allergic reaction may have been a result of the heparin. The doctor recommended that heparin use be discontinued and no further reactions have occurred since then. In conversations between the patient's mother and excelsior, the mother stated that there was nothing abnormal about her son's routine on the day the adverse event occurred. She noted that her son had been playing outside, but that she checked him for evidence of bee/wasp stings and could not find any marks on his body.

Manufacturer narrative:
Excelsior is currently working on getting further information from the complainant on this event. The customer reported that they have the syringe available for inspection and we estimate its arrival at our facility on or about june 18th, 2008. Excelsior has also opened an official complaint to address this issue. Prior to this incident, excelsior has filed 5 mdrs related to heparin adverse reactions occurring in 2008. No adverse reactions involving any of our heparin products have been reported in previous years. The heparin lot used in production of this batch was received from scientific protein labs (spl), lot number 1035-0752. As part of the FDA's mandatory testing for all raw material heparin api, nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) were performed and this heparin lot was found to be free of the contaminant over-sulfated chondroitin sulfate. Although the patient suffered an allergic reaction several hours after the heparin administration, other, well-known, symptoms of contaminated heparin use were not seen (i.e. Hypotension, nausea, vomiting, abdominal pain, and diarrhea). Excelsior is filing this MDR in accordance with the FDA's request that all heparin complaints be reported within 5 business days of receipt. We will continue to conduct our own investigation into the matter and furnish further details as they become available.